Event description:
It was reported that atrioventricular (av) block occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) guidance. Transseptal puncture (tsp) was performed using the versacross connect access solution, followed by advancement of a watchman trusteer access system (was). During the transseptal portion of the procedure, the patient developed intermittent av block. Electrocardiogram (ECG) evaluation demonstrated sinus tachycardia with first-degree av block. Intravenous dopamine was administered, and the av block resolved during the procedure. An initial attempt with a 27mm watchman flx pro closure device was not successful. A 24mm watchman flx pro closure device was subsequently implanted successfully. The patient recovered and the event is considered resolved.

Event description:
It was reported that atrioventricular (av) block occurred. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) guidance. Transseptal puncture (tsp) was performed using the versacross connect access solution, followed by advancement of a watchman trusteer access system (was). During the transseptal portion of the procedure, the patient developed intermittent av block. Electrocardiogram (ECG) evaluation demonstrated sinus tachycardia with first-degree av block. Intravenous dopamine was administered, and the av block resolved during the procedure. An initial attempt with a 27mm watchman flx pro closure device was not successful. A 24mm watchman flx pro closure device was subsequently implanted successfully. The patient recovered and the event is considered resolved.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was retained by the customer; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037752132. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (heart block, tachycardia) (medication required). Risk review: a risk review was completed and confirmed that the event of arrhythmia (heart block, tachycardia) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.